Manufacturer narrative:
The manufacturer has completed an investigation as part of complaint record #(B)(4). Per this investigation: the device history record for the device lot a0403 was reviewed. It was determined that the device met manufacturing specifications. The returned device was visually inspected and confirmed to meet design specification and was otherwise functional, with exception of the broken tip. The appearance of the broken driver tip indicated that the driver was subjected to shear stress greater than reasonably foreseen and predicted per the design specification. It was reported that the user undertapped the surgical site and this factor could have contributed to the device failure. The device labeling (IFU) identifies that an overloading may result in device failure. The investigation concluded undersized tapping of the pedicle prior to pedicle screw insertion by the surgeon contributed to the failure of the device.

Event description:
During l5-s1 spinal fusion, surgeon undertapped the site for pedicle screw insertion using a 6.5 mm tap for a 7.5 mm screw. Subsequently, a high torque was necessary to implant the device. When using the driver to insert the screw, the driver tip broke off inside the head of the pedicle screw. The surgeon removed the screw along with the broken piece of driver in it from the patient without incident. The surgeon then implanted a new pedicle screw and the case was completed successfully. No adverse effect to the patient or significant operative delay was reported. The implant was discarded at the time of surgery and the broken pedicle screw driver was returned for evaluation.